Manufacturer narrative:
(B)(4). Product code: phx. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was discarded. Reported event was confirmed by visual examination of the provided photograph. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Visual examination of the provided picture identified the grey tip of the impactor to be fractured. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial reverse shoulder arthroplasty, the surgeon was impacting the comprehensive reverse glenosphere into the baseplate when the gray plastic tip of the impactor broke. Attempts have been made and no further information has been provided.